Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant procedure high thresholds and microdislodgement were noted on the right ventricular (rv) lead. During revision of the lead the surgeon inadvertently removed the set screw from the grommet of the rv port of the header and successfully re-inserted the same set screw into the header of the pacemaker. No patient complications have been reported as a result of this event.